Manufacturer narrative:
On july 19, 2023, mentor received the device for evaluation. On july 26, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Mentor performs 100% inspection of all devices prior to release. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 67-year-old caucasian female patient underwent a breast augmentation revision surgery with unspecified mentor gel breast implants. Post-operatively, the patient experienced bilateral rupture of her prostheses, which was confirmed using mammogram and ultrasound. As a result, the patient is scheduled for removal on (B)(6) 2023. Since the impacted device is unknown, it will be defaulted to a gel device in d2a. Common device name and d2b. Procode for reporting purposes only. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-06256 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6)2023 reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).